Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syr 3ml ll 23ga 1-1/4in al/un mx bun tw needle was clogged/blocked. The following information was provided by the initial reporter translated from portuguese to english: ¿the drugstore contacted us to inform us that when applying the product, they found that the needle was clogged, making it difficult to aspirate the product. Additional information provided: - is a physical sample of the product available for analysis (if so, please wait for collection instructions)? Yes. - how much of the product was affected? 01 unit. - was there any harm to the patient/health professional? (Details) the drugstore got in touch to say that when the product was applied, it was found that the probe was clogged, making it difficult to aspirate the product. However, the unit was replaced and there was no impact related to the lack of application. - was it possible to complete the procedure using a different syringe/probe? The product was exchanged for the customer. - could you share photo samples related to this event? No images that could clarify the events, only the sample.

Manufacturer narrative:
One sample received by our quality team for investigation. Through visual inspection, no defects or issues observed. Functional testing was performed, liquid was aspirated with the syringe and needle, no clogging, obstruction, or leak observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information